Event description:
The biomedical engineer contacted product support and was advised to replace the power management board. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4)..

Event description:
The biomedical engineer contacted product support and was advised to replace the power management board. The customer reported there was no patient involvement.